Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/07/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed no load step malfunctions during the reported failure period. There were no unusual prime volumes observed in the pump¿s prime history. There was one "loss of prime" warning observed on 12/08/2012. The pump powers on normally to the verify screen. During the first load attempt the pump detected the cartridge appropriately and primed with no issues. There was no damage found to internal components. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.